Manufacturer narrative:
The reported event could not be confirmed. The device inspection revealed the following: we received a screw in a used condition for evaluation. Usage marks and discoloration were observed on the head and the first thread was also deformed, most probably due to the failed locking and friction with the plate and the bone. No major deformation or wear impairing the screw's functionality could be observed. A pre-surgical function test was performed on the returned screw. The returned screw was tested with a fully functional variax plate. The screw could be locked as intended; no issue was observed. Hence the alleged issue could not be reproduced. The function of the returned instrument was given in all aspects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to an user related issue. The reported event was probably caused by inadequate insertion and locking of the screw. It must be noted that related to post market surveillance activities, a potential non-conformity report was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this deformation from happening: ¿caution with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "inserted screw into variax elbow plate but did not lock properly. After removal, the screw was checked. Visually, the threads near the screw head seemed to be thinning. The screw was not replaced in the screw hole."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "inserted screw into variax elbow plate but did not lock properly. After removal, the screw was checked. Visually, the threads near the screw head seemed to be thinning. The screw was not replaced in the screw hole."